Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to high pacing thresholds and helix extension issues, it was repositioned 3 times. This lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The helix allegation was confirmed by the field report and the finding of dried blood in the helix housing. -ray showed the inner coil was deformed near the terminal pin, but not enough to block an inserted stylet. The lead passed the electrical testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to high pacing thresholds and helix extension issues, it was repositioned 3 times. This lead was successfully replaced. No adverse patient effects were reported.